Event description:
It was reported that the device prompted the defibrillation leads off message and would not recognize the therapy cable.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported therapy leads off condition. The device intermittently failed to recognize the therapy cable (quick-combo and paddles) and did not pass user test. Physio replaced the therapy pcb assembly and therapy connector assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use.